Event description:
It was reported that the guide wire was advanced and placed in a calcified mid lad lesion. Then an unknown stent was successfully placed in the lad without difficulty. When attempting to pull out the sds, it was noted that the distal end of the guide wire was caught in the artery on something, most likely the newly deployed stent. A balloon catheter was advanced on the guide wire in an attempt to free the guide wire, but the balloon would not advance over the distal end of the guide wire. Force was then applied to the guide wire to remove it and the guide wire broke leaving the distal end in the coronary. No retrieval attempts were made. There was no disruption in the flow of blood in the artery, and no pt effects were reported.